Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day." The patient's medical history included headache, fatigue, shortness of breath, hot flashes and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy and right oopherectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, dyspareunia and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". The patient's medical history included headache, fatigue, shortness of breath, hot flashes and endometriosis. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia") and autoimmune disorder ("autoimmune-like symptoms"). The patient was treated with surgery (davinci total laparoscopic hysterectomy, bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, allergy to metals, dyspareunia and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.